Manufacturer narrative:
Event description: it was reported that the console was burned through. There was no smoke. A smell came after switching on the light source. Surgery had not yet started, therefore the tower was exchanged and then the first cut was done to start the surgery. The reported event was not confirmed. The service evaluation revealed a defective mainboard along with a defective tablet port but there was no burning smell observed during device testing.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the console was burned through. It´s unknown when the problem occurred. There was no harm for patient, operator or third party reported. No further information was received. Update 27-jul-2021: there was no smoke. A smell came after switching on the light source. Surgery had not yet started, therefore the tower was exchanged and then the first cut was done to start the surgery.